Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that the onetouch verio iq meter displayed an unknown error message. The following complaint was classified based on information obtained from the customer service representative (csr). It is not known when the alleged meter issue first began or what action the patient took in response to the reported meter issue. The patient denied developing any symptoms as a result of the product issue. The patient reportedly administered treatment; however, treatment is not specified. The alleged meter issue remains unresolved since the patient did not have all his testing supplies available. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.